Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported, the alleged issue began on (B)(6) 2012 at 4:36pm. The patient reported blood glucose readings of "402 mg/dl" with the subject meter and "57 mg/dl" on another meter (onetouch ultramini). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. As part of his diabetes regimen, the patient claimed he is on humalog insulin. The patient stated, he increased his dose of insulin to 12 units at 4:38pm that day, as a result of the alleged issue. It was noted that the patient was not experiencing diabetic symptoms; however it was indicated that at 4:40pm that day, the patient self-treated with food/drink. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and an approved sample site was used; however the control solution was no available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims he obtained an inaccurate high reading on the subject meter, administered insulin based on the alleged reading, and possibly developed symptoms of a serious injury requiring treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up (5/18/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.